Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the drill diagnostics test in a cori assisted tka surgery, the real intelligence robotic drill failed minimum homing torque 3/4 times. They went to get a back up drill. In the meantime, they tried to start the case and as soon they hit unlock they received a system time out error. They hit continue a few times and received the same error. They quit, reboot the system, unplugged it, started a new case, and received the same system time out error. At this point the other drill became available, but they could not disassemble the drill. The procedure was completed with manual instrumentation with a 5 minutes delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The ri robotic drill attachment, part number rob10015, serial (B)(6) and intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. A visual analysis of the customer provided photo confirmed the serial number of the device, but did not reveal any further information regarding the functionality of the drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The most likely cause of this event was that the drill attachment bearing shaft lock nut backed out due to vibration. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. All complaints are monitored and trended through post market surveillance activities.